Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -9.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022 as a replacement lens to a previous refractive surprise. It was indicated this did not resolve the problem, and the surgeon reports "vault correct. Hyperopia remains". Lens remains implanted. See MFR# 2023826-2022-01026 for initial lens.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture and residue on the lens. Visual inspection found no visible damage to the lens and thick clear residue all over the lens. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5 - it was later reported that on 10-may-2022 the lens was explanted and noted "after re-grading the patient and seeing that there were no errors, the doctors decided to implant the new lens with the same prescription, but there was the same refractive surprise". Claim#: (B)(4).